Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the smart pass feature of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. It was thought that there was low amplitude. This patient had received an inappropriate shock (ias) previously due to t wave oversensing. A treadmill test was performed, and vector changed to secondary and later back to primary, followed by an additional ias. Technical services (ts) discussed running automatic setup to try alternate vector and that smart pass could be left off. The health care professional (hcp) observed intermittent undersensing. This patient had ectopy in which ts discussed the profile and long refractories could be leading to true undersensing. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent an atrial fibrillation (af) ablation procedure. Ts reviewed a recent episode in which the amplitude was very good at the onset but then there is a significant morphology change possibly due to a bundle branch block. Ts noted switching vectors would not necessarily help in this instance. Baseline noise on the presenting subcutaneous electrogram (s-ECG) was observed however ts states the s-ICD was not sensing it so no further action needed at this time.

Event description:
It was reported that the smart pass feature of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. It was thought that there was low amplitude. This patient had received an inappropriate shock (ias) previously due to t wave oversensing. A treadmill test was performed, and vector changed to secondary and later back to primary, followed by an additional ias. Technical services (ts) discussed running automatic setup to try alternate vector and that smart pass could be left off. The health care professional (hcp) observed intermittent undersensing. This patient had ectopy in which ts discussed the profile and long refractories could be leading to true undersensing. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.